Event description:
A pt underwent successful repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses. During follow up care it was determined the pt had new onset of a proximal and a distal type I endoleak as well as a new distal dissection. It was decided to endovascularly treated only the proximal type I endoleak with a third device three months following the original implantation. This device was implanted with the stent of covering the left subclavian artery. The final angiogram showed some continued flow through the left subclavian artery and a "slight late blush in the aneurismal sack". It was decided by the physician that they had successfully treated the type I proximal endoleak. A 30 day follow up appointment was scheduled.